Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in an unspecified coronary vessel, pre-dilatation was performed and a 3.5 x 23 rx xience v stent system was advanced. Resistance was felt and force was applied. The stent system could not cross the lesion. During removal, resistance was felt between the stent system and the anatomy. Force was applied and the physician continued to withdraw the stent system to the 6 f guiding catheter. As the stent system entered into the guiding catheter, it was noted that the stent moved on the balloon. The stent system and guiding catheter were removed as a single unit; however, the stent dislodged from the balloon. Another unspecified stent was deployed to embed the stent into the vessel wall. The target lesion was treated with another unspecified stent and there was no adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross, resistance during withdrawal, and loose stent, could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.